Event description:
A customer's father reported that the unit of measurement setting of his daughter's freestyle flash changed after the battery was replaced. The customer does not know whether any error messages were displayed or if any other settings changed. The customer did not receive a letter from abbott regarding the unit of measurement issue with freestyle. The customer's parents treated their daughter with more insulin for two weeks based on the incorrect readings obtained on the meter. The customer experienced hypoglycemia during the night in 2007. The customer experienced stomach cramps and lost consciousness. She was given juice and dextrose and then taken to hospital.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.